Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted during testing. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. The insulin pump was received with bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump switched off without alarms. The customer also reported that there were cracks near the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.